Manufacturer narrative:
(B)(4). Batch # n9130h. Device analysis: the analysis results found that the er320 device was returned with two clips jammed inside the shroud; due to this condition no further testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the clips were confirmed to be jammed. In addition, 18 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device n9130h batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the newly opened clip applier did cross firing. Did not apply clip properly. A new clip applier was opened, and the procedure was completed. There were no patient consequences.